Event description:
It was reported the implants were removed from tooth site # (B)(6), due to over-pressure pain. Patient suffered soreness, pain and discomfort.

Manufacturer narrative:
Zimvie complaint number (B)(4). . D10. Concomitant medical products tsvwb11, impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm lot 1290012 g4: premarket identification k011028/k013227.